Event description:
Reported as "ECG signal not appearing". The report further states that "ccl director shared that over the weekend they had sent an iabp to biomed because the 'ECG signal was not appearing'. No other information available".

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.